Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed unknown user advisory - error message was confirmed during functional testing and confirmed during archive data review. Based on the archive review, the unknown error message displayed by the autopulse platform was fault code 8 (motor controller fault detected). The root cause for the reported complaint was due to defective drive train motor confirmed during the functional run-in test, likely attributed to normal wear and tear. The autopulse platform was manufactured in march 2013 and is almost 8 years old. Past the expected service life of 5 years. During visual inspection, unrelated to the reported complaint; cracked front enclosure was observed on the returned autopulse platform. This type of physical damage likely attributed to mishandling, such as drop. The front enclosure will be replaced to address the observed physical damage. The autopulse platform passed initial functional testing without any fault or error. However, during the run_in test using the lrtf, the autopulse stopped performing compressions repeatedly due to fault code 8. The motor controller's built-in fault detection system signals a fault due to defective drive train motor. The drive train motor will be replaced to address the reported complaint. During archive review, fault code 8 was observed, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed unknown user advisory - error message on the screen panel. No additional information provided. No impact or consequence to patient.